Manufacturer narrative:
Analysis found that the pre-repair temperature for t1 was 46.2c and 52.4c for t2 in 1 minute. Overheating was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the drill overheated a few minutes after starting to work during a tympanoplasty procedure. There was no delay nor intervention performed. A back-up product owned by the hospital was used and the procedure was completed without problems. There was no patient impact.